Event description:
User received an erroneous % hba1c result for one patient sample. Initial result reported gave 55.47%, and was flagged by the analyzer as an erroneous result and should be rerun. This result was reported to the physician. In 2009, the sample was repeated, and reported as 8.12%. A second sample was obtained same day, which results at 8.45%. User stated she did not know, however, did not think the patient received treatment due to the erroneous result reported. User was unable to duplicate the issue, and reports no further issues with % hba1c results. The user was instructed regarding the meaning and recommended actions when results are accompanied by a data flag.